Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a precision valve ( B)(6) was leaking after implantation during procedure. The procedure was completed with a replacement product available. The right-angled burrhole valve was connected to the proximal and distal catheters and surgeon was about to start closing the scalp wound when he saw tiny continuous drips of csf from the seal connecting the main body of the valve to the distal end of the valve. The event led to 30-40 minutes surgical delay.

Manufacturer narrative:
Precision valve was returned for evaluation: DHR - lot 6729376, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected: and a tear/cut was noted in the silicone housing between the valve casing and the siphon guard. The valve is a precision valve with 3 dots. The valve was leak tested and failed; a leak was noted in the silicone housing between the valve casing and the siphon guard. Root cause - the root cause for the issue reported by the customer, could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a.